Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01755.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter; however, the smart coil failed to detach using a handle. Therefore, the physician decided to retract the smart coil; however, the smart coil became "stretched". The procedure was completed using an additional smart coil and the same handle. There was no report of an adverse effect to the patient.